Manufacturer narrative:
(B)(4). What is surgeon experience with harmonic devices in general? At least, the surgeon had no experience in using hd 1000i device. What were the indications for the initial surgical procedure? No further information is available. Is there any way to obtain the generator log from the generator that was used during the initial procedure? No further information is available. Were any alert screens received during the initial procedure? No further information is available. What was the power level of the generator default setting for the initial procedure? No further information is available. When taking the vessels, what power level was used? No further information is available. Or if advanced hemo was utilized, were the tone changes noted? No further information is available. During the initial procedure, did any hemostasis issues occur in the area where the harhd36 device was used (and if yes, did this hemostasis issue need to be addressed intra-operatively)? No further information is available. At re-operation, was the site of the bleeding determined to be the same site as where the harhd36 device was used during the initial procedure? Yes, it was same site. No further information will be provided.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information requested: what is surgeon experience with harmonic devices in general? What were the indications for the initial surgical procedure? Is there any way to obtain the generator log from the generator that was used during the initial procedure? Were any alert screens received during the initial procedure? What was the power level of the generator default setting for the initial procedure? When taking the vessels, what power level was used? Or if advanced hemo was utilized, were the tone changes noted? During the initial procedure, did any hemostasis issues occur in the area where the harhd36 device was used (and if yes, did this hemostasis issue need to be addressed intra-operatively)? At re-operation, was the site of the bleeding determined to be the same site as where the harhd36 device was used during the initial procedure?

Event description:
It was reported that after a laparoscopic total gastrectomy procedure, bleeding occurred. The device was used in the procedure on (B)(6) 2019. The device was used to cut the arterial blood vessel around the pyloric by the seven mode without clips. This was first time to use this device for doctor. However, he finished the operation without replacement. The detail information is as follows: on (B)(6) 2019, surgery was from 9:00 to 14:22. Bleeding during surgery was 38ml. On (B)(6) 2019, patient started drinking-water. On (B)(6) 2019, there was a change in color of the drain at 10:12. The color changed to blood-red. Then, there was a blood clot in the drain at 14:38, so it was determined that an examination laparoscopic procedure would be performed. Surgery was from 15:51 to 16:57 and then the examination laparoscopic procedure was changed to an open surgery to stop the bleeding. Bleeding was 1170ml and treatment included rbc8u, ffp8u, and albuminar 250ml x 3. According to the doctor's opinion, this bleeding was from the subpyloric artery. On (B)(6) 2019, the patient left the hospital.